Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot.(B)(4).

Event description:
The reporter stated that a 13.7mm micl13.7 implantable collamer lens, -8.5 diopter, was implanted and removed. The reporter indicated that the lens was removed due to length, vault too high, will need to go with a 13.2mm length lens, there was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.